Event description:
It was reported that a device was used during a laparoscopic gastric bypass. It was reported the device stopcock assembly broke off of the housing during the case. A new trocar was used to complete the case. There was no consequence to the patient. 08/28/2001 additional information obtained during analysis (torn gasket), changed decision to malfunction.